Manufacturer narrative:
Date of report: november 12, 2007.

Event description:
According to the reporter: the tip of the device is bent backwards. During removing the obturator, orange shavings were produced and fell into the patient cavity. Or time was extended as the shavings were retrieved. Another trocar was used.